Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced an extended hypoglycemic event while using the ilet, following a meal announcement that was likely underestimated due to difficulty counting carbohydrates; the device issued low-glucose alerts, and the user corrected with oral glucose. Symptoms included no reported clinical manifestations, as the user stated they felt fine. Outcomes included temporary impact without medical intervention or outside assistance. Investigation included complaint assessment, user counseling on carbohydrate estimation, and review of device alerts. Investigation of this case revealed no device malfunction reported and suggested user meal announcement inconsistency as a contributing factor to hypoglycemia, with the precise cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.